Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device activated in blades up mode when blades down mode was selected. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. During the procedure when blades up mode was selected, the blades would not go up. When blades down mode was selected, the blades would go up. The jetstream device and the 0.014 thruway guidewire were removed out of the patient freely from each other. It was noted during removal, rex mode did not work and that the 0.014 thruway wire was kinked in several segments on the distal end of the wire. The device was inspected outside the patient. Blades down mode was selected and the console depicted blades down mode, however, it was observed that the blades were up. The blades issue was confirmed outside the patient. No error message was displayed. Another of the same jetstream catheter was used to complete the procedure; however it was noted that device was kinked. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. There was damage noticed on the catheter shaft/infusion in the form of a severe kink approximately 61cm from the tip. The device was set up per the dfu and the device functioned intermittently. The blades would spin then they would stop. This happened in both modes of blades up and blades down. The device's outer sheath was dissected at the point of the kink that was noticed on the shaft. Upon microscopic evaluation it was noticed that the drive coil shaft was severely separated and only with a few windings were holding it together. With the damage noticed, this would cause the device start and stop intermittently as was previously stated. After running and inspecting the device, the shaft did separate completely and would not function at all. The blades would not spin in blades up, blades down or rexing modes. The guidewire damage that was stated in the customer summary would have been caused by the kink and separation that was found on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device activated in blades up mode when blades down mode was selected. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. During the procedure when blades up mode was selected, the blades would not go up. When blades down mode was selected, the blades would go up. The jetstream device and the 0.014 thruway guidewire were removed out of the patient freely from each other. It was noted during removal, rex mode did not work and that the 0.014 thruway wire was kinked in several segments on the distal end of the wire. The device was inspected outside the patient. Blades down mode was selected and the console depicted blades down mode, however, it was observed that the blades were up. The blades issue was confirmed outside the patient. No error message was displayed. Another of the same jetstream catheter was used to complete the procedure; however it was noted that device was kinked. There were no patient complications and the patient was fine.